Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance jumped from 230 ohms to 1300 ohms over the course of the last few follow-ups. The bipolar capture threshold had also risen to greater than 3 v since the last follow-up. The lead was capped and replaced, during which proximal insulation breaks were observed.